Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately 2-2 1/2 weeks ago the pt experienced a shocking sensation while plugging in an iron. The pt plugged in and unplugged the iron a few times. The pt also indicated that it "hurts when I turn" at the stimulator site. The pt had to increase stimulation a couple of days ago to get the same therapeutic effect as in the past. The pt experienced shocking sensations at stores in the past when passing through security gates and touching "various things" in the stores. Additional info has been requested, a f/u report will be sent if additional info becomes available.